Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device failed to detect the pt connection and displayed the "connect electrodes" message. Other responders arrived approx 2-3 minutes later with a second lifepak 500 AED and successfully connected it to the pt using the same third party electrodes (B) (4). The second device was reported to have worked "fine". There were no further details on the event and/or pt provided.